Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 31-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen (500 mcg/ml at 100 mcg/day) via an implantable infusion pump. The indications for use were noted to be intractable spasticity status post spinal cord injury. It was reported that the patient had not received good therapy results since implant, despite dose increases as high as 300 mcg/day. The patient had been moving around to different doctors and the current doctor had been trying to figure out the issue for several months. A catheter access port dye study was performed on (B)(6) 2019 and the doctor was unable to aspirate cerebrospinal fluid from the port. He was able to push dye through the catheter and he knew he bolused the patient with 125.5 mcg of baclofen. He stated the dye study was negative and he believed that there was a "mechanical occlusion due to inj to the spine''. He stated that the "bolus worked for him". There were no alarms present and no volume discrepancies noticed during refills. He was going to increase the dose back up to 300 mcg/ml. No further complications were reported.